Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The reported scaffold migration could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties, foreign body in patient and treatment appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: bmw universal ii, guide catheter: al ii sh 6 f. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery (rca) described as narrow with moderate calcification and 70% stenosis. Predilatation was performed with a 3.5x12mm non-abbott balloon catheter at 16 bar for 20 seconds (sec) and 16 bar for 15 sec with a good angiographic result. A 3.5x12mm absorb gt1 was placed without any problems or resistance. The absorb was inflated in accordance to the instructions for use; however, at 8 bar the balloon burst. While removing the balloon, the absorb scaffold slid into the distal rca. A new balloon was used to retrieve the absorb scaffold but the lesion could not be reached again, so the absorb scaffold had to be implanted in the mid rca completely outside of the target lesion. Two more 3.5x12mm absorb scaffolds were implanted in the proximal rca to treat the target lesion and cover the gap between the first 3.5x12mm absorb gt1 and the lesion. There was a good angiographic result. The patient is fine. There were no adverse patient effects or clinically significant delay in procedure. No additional information was provided.